Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as blister (unbroken) under left breast that is the imprint of the electrode. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use for the skin irritation. Follow up indicated that the blister improved.